Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Asap too clinical study. It was reported that thrombus occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017, where a 30mm watchman ® laa closure device was successfully implanted. In (B)(6) 2017, the patients 81mg aspirin and clopidogrel were stopped, but in (B)(6) 2017, the 81mg aspirin was resumed. In (B)(6) 2017, 3 months later transesophageal echocardiogram (tee) was performed, which revealed atrial facing closure device thrombus. The patient did not experience any symptoms and no intervention was required.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2018 the patient underwent a transesophageal echocardiogram (tee) which continues to reflect a 0.5cm thrombus on the face of the closure device. No additional intervention was required.